Event description:
It was reported by the rep the device was used during a caesarean section. It was reported the surgeon found the skin staples coming off during the caesarean section skin closure. 09/28/1998 another stapler was opened to complete the case. There was no consequence to the patient.